Manufacturer narrative:
Concomitant: sec tubing; (B)(4); extension set with a maxzero connector; 20ml monoject syringe with a texium connector; 250ml bag of 0.9% sodium chloride injection usp (b. Braun; lot j5j076, exp 07/17); 500ml bag of 0.9% sodium chloride injection usp (b.braun; lot j5e299, exp 11/17); 250ml bag 0.9% sodium chloride injection usp (b. Braun; lot j5l038, exp 09/17); therapy date (B)(6) 2015. The customer¿s report of leakage near the extension y-site while administering a medication dose using non-bd syringe coupled with a texium connector was not confirmed. Functional testing was performed; no leaking around the y-site, syringe, or texium connector was observed. The components were functioning as intended. The root cause for the customer¿s reported experience could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the rn was administering the second dose of adriamycin using a texium connector and a syringe to the y site of the extension set she noticed some droplets of medication leaking at the y site. There was no patient harm reported.

Manufacturer narrative:
Correction on initial report.